Event description:
Rptr initially developed a rash on their hands and then developed breathing problems and increased blood pressure after a month. Rptr is now asthmatic. Rptr is now beginning to react to their undergarments. They now react to any latex.